Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2019 for a planned pre-heart transplant evaluation. During admission, it was noted the that patient experienced pain at the drive line site and the site had increased drainage. A culture was taken and was positive for (B)(6). The patient underwent debridement on (B)(6) 2019 and was discharged on IV ancef with a wound vac. No further information was provided.